Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018-, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the impedances noted on 3, 4, 10 and 11 were red, do not use at the initial visit. The rep reported that the cause of the noted impedances wasn't determined. The rep reported that at this time there were no further complaints. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018 , product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient via manufacturer representative regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient was pulled by dog on leash- noticed increased back pain and needed to turn stim up more than usual. Impedances were noted on 3, 4, 10 and 11. Patient was programmed around and was going to be seen again on (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported/anticipated.